Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, open reduction internal fixation surgery for the proximal humeral fracture was performed with an unknown multiloc humeral nail (mhn). During distal locking, when the surgeon drilled one of the hole distal hole which was more proximal, the drill bit interfered with an unknown proximal screw. The surgeon drilled and inserted an unknown screw into the most distal hole first. Then, the surgeon checked the position of the instruments by x-rays and found the unknown drill pointed a rather posterior direction while using the aiming arm. Thus, the surgeon adjusted the drill sleeve and could drill without interference. The surgery was completed successfully without surgical delay. There was no adverse consequence to the patient. Concomitant device reported: unknown multiloc humeral nail (part #: unknown, lot #: unknown, quantity: 1) and unknown distal locking screw (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) 3.2mm three-fluted drill bitqc/330mm/100mm calibration. This is report 2 of 5 for (B)(4).